Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient had high (out of range) impedance readings on contacts 1, 3, 4, and 7. There were no factors that may have contributed to this. The rep was able to program around the out of range contacts, and the issue was deemed resolved at the time of the report.